Event description:
A report was received that a pt underwent a pocket revision procedure due to pocket discomfort. The pt's pocket site was revised and the pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.